Event description:
Event description guidant received information that this device, while still in the box, could not be interrogated prior to an implant procedure. The caller used the same programmer with a second device and it interrogated fine. The caller was not comfortable with the first device and will send it back for analysis.